Event description:
Alleged the transport shelf broke, causing the monitor and shelf to fall on the pt's legs. No injury was reported.

Manufacturer narrative:
The tech replaced the cracked hubs on the transport shelf to repair the bed.